Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated d4 primary UDI number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue cannot be established.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During pump insertion and prior to start, noted that ao signal much lower than pt¿s arterial line. Surgeon aware. Prior to insertion, ao was -2/-2 on field. Discussed possible sensor damage. Elected to continue with insertion. Device started with no issues. Ao signal calibrated in operating room and had more appropriate reading. There was no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.